Event description:
Procedure: appendectomy. Reportedly, the instrument fired, then the cartridge jammed and would not release from tissue. The surgeon had to remove the cartridge by using a knife to cut it out and suture the portion of the tissue to complete. No further pt injury reported.